Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation during procedure, it was noted that the implantable cardiac monitor (icm) exhibited failure to sense. The icm was exchanged during the procedure.. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.